Event description:
The hcp reported the pt presented in 2004 with erosion after 2 years implantation. A culture of the device pocket was done - the results and date were not reported. The pt was treated with IV and oral antibiotics. The pt outcome was reported as no drug withdrawal.